Event description:
It was reported that air bubbles were observed within the cartridge. There was no adverse impact to the customer's blood glucose level. Customer primed the tubing to address the issue.